Event description:
As reported, a 6/7f mynx control vascular closure device vcd experienced resistance when it was advanced through an unknown sheath. The user retracted the delivery shaft slightly and tried to readvance the delivery shaft. However, resistance still existed. In the end, the user removed the device. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepped per the instructions for use IFU and opened in a sterile field. A 7f non cordis sheath was used. The non cordis sheath was not kinked/bent upon removal. There were no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle 30-45 degrees of the non cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease pvd calcium in the vicinity of the puncture site. The procedure the mynx control was used in was a transfemoral cerebral angioplasty tfca and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation the sealant was present and showing evidence of swelling observed in the present sealant.

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) experienced resistance when it was advanced through an unknown sheath. The user retracted the delivery shaft slightly and tried to readvance the delivery shaft. However, resistance still existed. In the end, the user removed the device. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU) and opened in a sterile field. A 7f non-cordis sheath was used. The non-cordis sheath was not kinked/bent upon removal. There were no visible bends/damages in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The procedure the mynx control was used in was a transfemoral cerebral angioplasty (tfca) and used a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6f/7f mynx control vascular closure device involved in the reported complaint was returned along with the syringe for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present in manufactured position; however, the sealant sleeves were confirmed to be frayed/split/torn. The condition described of the sleeves resulted in exposure of the sealant. Nor additional anomalies or damages were observed. Additionally, the catheter sheath introducer (csi) of the complaint was not returned with the device, which showed evidence of blood exposure. No other anomalies were observed. Per dimensional analysis, the overall length of the outer sleeve assembly was measured and noted to be within specification. Per functional analysis, introduction into a lab csi could not be completed due to the frayed/split condition observed with the sleeves, which did not permit the introduction into the sheath. A deployment test was executed, and it was concluded that the deployment could be simulated successfully. Per microscopic analysis, while using a vision system within the laboratory, images were taken from the internal components in the device, which confirmed that nothing appeared to be out of place or showing any type of damaged condition. The product history record (phr) review of lot f2222102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the frayed/split/torn condition the sealant sleeves did not permit insertion into the sheath. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.